Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller. The observed contamination is an additional finding, not related to the reported event, likely due to handling of the device. Internal visual inspection revealed no abnormalities. Log file analysis revealed a controller power up event with an associated pump start event was logged on (B)(6) 2024 at 14:23:04. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 50% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. Additionally, log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2024 at 21:08:35 and on (B)(6) 2024 at 05:31:23 as well as several event exceptions logged on (B)(6) 2024, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis also revealed one (1) vad disconnect alarm logged on (B)(6) 2024 at 06:49:17, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller during the reported controller exchange. As a result, the reported loss of power and controller fault alarm events were confirmed. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarms, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, con417663 falls within the bounds of this CAPA. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery. It was also reported that the controller exhibited an unexpected loss of power. The controller was exchanged. No patient complications have been reported as a result of this event.